Event description:
This device was returned with documentation from biotronik representative. This device could not be interrogated. This device was replaced with another philos ii dr. There are no adverse events reported for this patient.